Event description:
On (B)(4) 2013, it was reported that there was a think black line going across the display of the patient's blood glucose monitor that could lead to misinterpretation of the values displayed on the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Device evaluation is in progress.

Manufacturer narrative:
Iu observed that the meter has a solid vertical line appearing in the middle of the display. Iu observed that the location of the vertical line on the display does distort the digit during the simulation test, therefore misinterpretation is possible. This meter could have been damaged during the component manufacturing process causing a solid line to appear in the display.